Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented with post-paced t-wave oversensing on the ventricular lead via merlin.net. The oversensing was noted on a stored egm. No programming changes would be made at this time. The patient would continue to be monitored.